Manufacturer narrative:
Recall number: 0000000-09/xx/2016-001-r. To be updated when the reporting number has been finalized.

Event description:
Re-canalized distal ica aneurysm, tri-axial system. Difficult anatomy per the physician, "flattened anterior genu." The physician advanced the pipeflex through the via-27 and began unsheathing the pipeflex. The physician wanted to re-sheath pipeflex to reposition it but was not successful and mentioned that visible tension was built up in the micro catheter. The physician pulled back the catalyst 5 intracranial guide to help release the tension. Although the pipeflex could not be re-sheathed into the via 27, the physician successfully finished deployment at the neck of the aneurysm and obtained good wall opposition. The physician commented that the device was well opposed to the artery wall. The physician tried to re-advance the via-27 through the deployed device to capture/cover the end of the guide wire before pulling the delivery wire through the flow diverter, but was unable to advance and complete that movement. The physician withdrew the delivery wire through the pipeflex and then withdrew the via-27 out of the body. The physician commented on the look (appeared stretched) of the via-27 near the distal tip. The physician reports there is no deficit with the patient.